Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardioverter defibrillator was found to be in the back-up mode. No intervention was performed. No patient consequences.

Manufacturer narrative:
The reported event of backup operation could not be confirmed. Upon receipt, the device was interrogated on a programmer and normal communication was established. Telemetry, impedance, sensing, pacing, and high voltage output functions of the device were tested and found to be normal.

Event description:
New information notes that the device was explanted for unknown reason.